Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Although actual lot number is unknown two possible lot numbers were received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the irrigation aspiration phase in a surgery, grey spots were observed in the iris. Procedure details and patient impact have not been provided. The particles have not been removed from the patient's eye and the surgeon stated they would remain in the eye. Additional information has been requested.

Manufacturer narrative:
Three photos provided by the customer were reviewed by the manufacturing site. Photo 1 is custom pak sticker, the reported lot information was confirmed. Photos 2 and 3 are two different pictures of an eye. The reported issue of foreign material is confirmed in the photos, however the source of the foreign material could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened irrigation/aspiration (I/a) tip in a wrench was received in a bag for the report of the appearance of grey spots in the iris that were retained. The returned sample was visually inspected and was found to be nonconforming with white foreign material partially occluding the inner diameter (ID) of the tip. No loose grey material was visible within the inner diameter or on the outer diameter of the I/a tip. The foreign material within the tip ID was sent for ftir analysis and no good matches were found. Sem/eds analysis found that the elemental composition to be carbon, oxygen, sodium, magnesium, chlorine, potassium, and calcium. The elemental composition of the white material suggests it to be dried salts; however the exact identity is unknown. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation does not confirm the grey foreign material reported by the customer. The evaluation confirmed white foreign material within the tip ID. The particle analysis found the foreign material to most closely match dried salts. Dried salts are not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the cannula tip got dried salts in it cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. A potential contributing factor to the dried salts seen would be surgical debris during use in surgery. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Non-conforming product is removed from the lot. The inspection includes any visual nonconformance. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).